Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that it took her insulin pump 45 minutes to rewind. The patient's blood glucose spiked due to the rewind anomaly; however, her exact blood glucose values were not reported. The patient was currently driving and could not troubleshoot. The insulin pump was not returned for analysis.